Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer on. Part analysis: the reported condition of es - no power to station [burning smell coming from station] (offline on rss) was confirmed by fse and subsequently confirmed in the dchu testing and inspection process. According to work order (B)(4), the field service engineer (fse) reported that found issues with drawer controller and solenoid. The fse replaced the drawer controller and solenoid and rebooted the system to resolve the issue. Customer recovered with no issues observed. During dchu visual inspection: pn 119879-01: the unit was received with visible discoloration on the coil cover, indicative of an overheating condition which is indicative of thermal damage. Pn 151622-01: the unit was received in good condition with no signs of physical damage, loose components, fluid ingress or missing components. During dchu testing: pn 119879-01: no further testing was required due to evidence of thermal damage with visible discoloration on the coil cover, indicative of an overheating condition. Pn 151622-01: the returned pcba dwr cntlr v1.10/v1 was evaluated on an esd-protected surface using a calibrated digital multimeter. Normal resistance values (>1000 ohm) were measured on d501, mosfet q501, and tp501; however, mosfet q601 was found to be failed, exhibiting abnormal resistance readings. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause was identified as a faulty solenoid 12 vdc hh drawer cubie, pn 119879-01, which exhibited thermal damage in the coil and consequently compromised the proper operation of the drawer. Additionally, it was determined that the root cause of the pcba dwr cntlr v1.10/v1 was generated by a short circuit mosfet q601 which led to circuit instability and compromised the drawer¿s functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had no power, a burning smell was detected, and it appeared offline on remote smart service. The customer reported that there was a delay in patient care. As per part investigation, it was determined that the failure was caused by a thermally damaged solenoid and a short circuit in mosfet q601 on the drawer controller board. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system exhibited a power failure. A field service engineer (fse) replaced the drawer controller and solenoid and rebooted the system to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had no power, a burning smell was detected, and it appeared offline on remote smart service. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.